Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: the reported date from (B)(6) 2016 was overwritten; there was no evidence of short battery life observed in the current black box. The battery compartment was undamaged and the test battery cap was able to fit securely. ¿ez-prime¿ steps were performed correctly and all current readings were within specification. The pump¿s cover was removed and no damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).